Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced reduced vision. Surgeon observed glistening in lens. Has performed yag capsulotomy to the left eye to assess improvement to vision. No further information available at this time.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
D3: product manufacturing site updated due to receipt of [product sn]. G9: manufacturer report number corrected and reported under [1119421-2023-00628]. The manufacturer internal reference number is: (B)(4).